Event description:
I used renu with moistureloc contact lens saline solution from 12/15/04 to 03/31/06. I was rushed to an eye dr. I was out of town. That was in my right eye by the time I got home. My left eye was swollen shut, very, very painful. Received treatment then sent to an eye specialist, diagnosed with fusarium keratitis. I am trying to recover. I have a permanent scar from ulcers. Was taking antifungal meds and it could come back on me. I was hospitalized from stress and depression over this. Had to get glasses and have no insurance as of yet. And no medicare b. This has caused me to become depressed and not myself. My vision for now is ok but I have redness in both eyes.